Event description:
(B)(6) / on (B)(6) 2026, I (B)(6) went to my pharmacy to pick up my script of testosterone and syringes. When I arrived back home, I noticed that my syringes were just safety needle tips, not the full syringe/needle combo that's always prescribed. I called my pharmacy to ask what happened, and they filled the right needles right away. I have been having issues with this location harassing me due to one of my diagnoses, so I decided to inquire with my provider. They claim they never sent in that script, and when I said it had his name on it, he showed me his order, and it was not the syringes I had originally ordered. It was also not a substitute since they then filled my actual script when confronted. I also asked for the pharmacist's name, (B)(6), and his license number. At first, he played it off like he had no idea what I was talking about, until I mentioned the needle tips. After that, he got quiet and refused to give me his license number, stating, "it's on file; they can look it up." If he's filling fraudulent needles, what else are they fraudulently filling? Additional product details: 25g x 5/8 quantity 4.